Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in france, this was a case of a 29mm sapien 3 valve in aortic position by transfemoral approach in a patient with a heavy tortuosity in the abdominal aorta. The alignment was performed without any issue and the valve was correctly positioned in the markers before and during the deployment. During the valve deployment, difficulties were found to inflate the balloon. The deflation of the balloon was also very difficult. The delivery system was retrieved as usual through the esheath without any withdrawal difficulties. A post-dilation was needed since the commander balloon could not be correctly inflated. The result of the post-dilation was noted as okay. The patient did not suffer any injury, but the balloon blocked the aortic valve causing a valve occlusion. The patient was noted to be okay after the procedure.

Manufacturer narrative:
The device was visually inspected, and the following was observed: twisting was observed on the crimp balloon. There was a kink on the proximal balloon catheter just distal of strain relief, likely due to packaging. No other abnormalities were noted. During pre-decontamination evaluation, the delivery system was functionally tested and able to successfully inflate/deflate with no issues. Additionally, inflation/deflation time measurements were taken of the returned device during post-decontamination evaluation. Recorded measurement shows device met specification. Imagery was provided by the field and the following was observed: tortuosity was observed in the patient vasculature. The complaints for balloon inflation difficulty and balloon deflation difficult were unable to be confirmed as the complaint events could not be replicated on the returned device during evaluation. Visual, functional, or dimensional analysis did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, "during the valve deployment, difficulties were found to inflate the balloon. The deflation of the balloon was also very difficult. The ds was withdrawn without any problem after the deployment of the valve, and it was retrieved as usual through the esheath without any withdrawal difficulties." Additionally, it was reported "the balloon blocked the aortic valve causing a valve occlusion of 20s due to the inflation/deflation difficulties, without consequences for the patient." As no abnormalities were observed during device preparation and neither the inflation nor deflation difficulty were able to be re-created during evaluation of the returned device, it is likely that tortuosity of the patient's native anatomy resulted in an inadvertent torquing of the device. Under these conditions, tortuous anatomy can present difficult angles or constrained conditions resulting in higher resistance for the delivery system to overcome during tracking and subsequently affecting inflation and deflation. Per the training manual, "to prevent kinking of the delivery system, do not torque the handle while rotating the flex wheel" and "ensure the edwards logo is facing up on the delivery system." It is possible that the system was excessively manipulated/torqued during tracking, compromising the integrity of the components involved in the fluid path and contributing to the reported slow inflation and deflation of the balloon. However, a definitive root cause is unable to be determined. Available information suggests patient factors (tortuosity) and/or procedural factors (torquing the device) contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.